Event description:
It was reported that the handpiece continued to run on its own during testing of the equipment. There was no pt involvement or adverse consequences associated with the event.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the bearings malfunctioned. The bearings, motor, along with other components, were replaced.